Event description:
The pt was undergoing surgery for a bladder tumor. The irrigation set was delivering sorbitol via gravity through the surgeon's scope. Reportedly, the tumor was located anterior and "high" in the bladder and the surgeon had to rotate the scope many times. The tubing was reported to disconnect from the scope and the sorbitol solution leaked. The sterile sorbitol solution "sprayed" the surgeon's face. The surgeon was masked and reported to be protected. The set was reconnected to the scope and surgical procedure completed. There was no adverse pt or staff effect.